Event description:
Patient needed an ice pack to lower the patient's temp. Staff followed the instructions on the back of the packet and proceeded to fold the bag on the dotted lines, squeezed and the bag popped and contents splashed on staff's face, mouth, and r eye. Staff sent to the lab to flush out right eye.